Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven events were reported for this quarter. Seven devices were received for evaluation. Two events were duplicated during testing. Five events were not duplicated during testing; however, the devices were found to be outside of specifications. Three devices were found to be affected by corrosion. Three devices were found to be affected by corrosion and had non-stryker components. One device was found to have non-stryker components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, in which the device was reportedly leaking. Five events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.